Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had experienced hyperglycemia. The blood glucose level was 443 mg/dl and current blood glucose level was 464 mg/dl. The customer experienced symptoms such as headache as a result of high blood glucose. The auto mode feature was active at the time of high blood glucose event. The customer feels okay to troubleshoot. The customer was using the insulin pump system within 48 hours of reported high blood glucose event the customer was treated with manual injection or insulin pump. The insulin pump will not be returned for analysis.